Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause was determined to be a use error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On (B)(6) 2016, the patient reported that the disconnection occurred on an unknown date ¿about a week ago¿ and they experienced the infection on an unreported date in (B)(6) 2016. Antibiotic treatment would continue for six more days from the time of this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a disconnection of the pd transfer set from the plastic adapter which resulted in a staphylococcus infection. The pd nurse reported that the patient was not diagnosed with peritonitis. The disconnection was further described as the patient¿s plastic adapter came unscrewed from the patient¿s transfer set. The patient reported that at the time of the disconnection, the patient put their finger over the pd catheter so nothing would get in and hooked it back up. As a result of the event, the patient¿s plastic adapter was replaced by a titanium adapter. It was not reported if the patient was hospitalized for the infection. On an unknown date, the patient began antibiotic treatment prophylactically with unreported antibiotics, intraperitoneally, for six days (doses and frequencies were not reported). On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering from the event and dianeal therapy was ongoing. No additional information is available.